Event description:
Doctor implanted two endotine forehead 3.5 devices in 2006. One side lost elevation post-operatively. Eleven days later, the doctor reoperated using another endotine forehead 3.5 device to correct the issue. An additional hole was drilled in which the device was placed.

Manufacturer narrative:
While removing the device on the side that lost elevation, site personnel noted that the post may have been bent. A bent post can cause the device to become dislodged.